Manufacturer narrative:
Conclusion: based on inspection results and the DHR review, the returned product has been found to be within specification. Lack of osseointegration is a known adverse effect for all dental implants as stated in our IFU. The overall success rate for dental implants is about 95%. Pt had a reported medical condition of bruxism and tobacco use which are known risk factors for osseointegration failure. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.

Event description:
The product was returned as an implant failure because of failure of osseointegration. Based on the report, the pt had moderate oral hygiene and poor bone condition. A traditional 2 stage surgery was done with healing abutment. The fixture was placed in tooth location #3.6. The implant was removed because of infection and bone condition. Pt had a medical history of bruxism and tobacco use.